Manufacturer narrative:
(B)(6).(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on, (B)(6) 2011 patient underwent the following procedures: 1.posterior lumbar hemilaminectomy, left side l4-5. 2.posterior lumbar hemila minectomy, left side l5-s1. 3.posterior lumbar interbody arthrodesis, l4-5 4.posterior lumbar interbody arthrodesis, left side l5-s1 5.application of interbody device. 6.allograft using locally harvested allograft. 7.autograft using bone morphogenic protein sponges and demineralized cortical cancellous bone chips. 8.posterior lumbar instrumentation, l4 through s1 9.posteriolateral lumbar arthrodesis, l5-s1 10.posterior lumbar arthrodesis 11.use of intraoperative microscope. 12.use of intraoperative fluoroscopy.pre-op and post-op diagnoses: lumbar spinal stenosis with spondylolisthesis at l4-5 and l5-s1. Severe lumbar radiculopathy.as per op notes: the disc space was sharply incised.a combination of endplate shavers and curettes were used to take back the end plates to a combination of cancellous and corticle bone. The disc was packed carefully with a combination of bone morphogenic sponges and corticle decorticated bone chips. A carbon cage was selected. This was impacted into position. A combination of anatomic and fluoroscopic guidance was used for cage placement. The remainder of discs as placed with locally harvested autograft and cortical cancellous sponge chips. The process was repeated at l5-s1 level. (B)(6) 2012 patient underwent the following procedures: 1. Removal and replacement of previously implanted hardware( l4 through s1 rod construct left side).2.posterior lumbar arthrodesis left side, l4-5 and l5-s1. (B)(6) 2014 the patient presented with preoperative diagnosis of chronic pain. The patient underwent following procedure: 1. Dorsal colum stimulator placement with restore sensor battery placement in right buttock region,565 lead placed at t8-t9 vertebral body level. 2. T8 laminotomy. 3. T9 laminotomy.